Event description:
It was reported that air bubbles were observed within the canister. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer continued to use the pump for insulin therapy.